Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the occlusion test due to button keypad anomaly. The insulin pump has cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer received a button error alarm. He/she was unable to clear the alarm. The customer's blood glucose level was 68 mg/dl. The customer treated his/her blood glucose level with sweets. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.